Manufacturer narrative:
Batch review performed on 30 july 2018: lot 152450: (B)(4) items manufactured and released on 15 october 2015. Expiration date: 2020-09-30. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of pain. The surgeon determined that the patella is subluxing. The surgeon revised the insert and released the patella. The surgery was completed successfully.